Event description:
It was reported that during a fistula treatment procedure, a balloon hole was noted. The target lesion was located in a basilic vein in the right arm. A mustang 7.0 x 40, 75cm balloon catheter was inflated to an unknown atm and a hole was noted in the balloon. The mustang balloon catheter was removed intact. The procedure was completed with another mustang balloon catheter. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).